Event description:
Generator product analysis (pa) was completed. The allegation of ¿high impedance, suspected generator issue¿ was not duplicated in the pa lab. Various electrical loads were attached to the generator and the results of all diagnostic tests demonstrated accurate impedance measurements. Comprehensive electrical testing showed that the generator performed according to all functional specifications. Data dump was reviewed. High impedance was seen both before and after the date of attempted implant, which is expected when the generator is not attached to the lead. Additionally, intermittent high impedance was seen on the date of attempted implant (01/04/2021), in addition to normal impedance. The remainder of the data dump was reviewed; no anomalies were noted. Based on the pa review, there was no failure of the generator that would lead to the high impedance allegation. No additional relevant information has been received to date.

Event description:
The patient underwent prophylactic generator replacement. During the surgery, the replacement generator showed high lead impedance. System diagnostics were verified to have been performed. Lead pin reinsertion was attempted multiple times. Then the setscrew was used to relieve back pressure, and the high impedance persisted. The old generator was reattached to the leads and the impedance was normal. The suspect generator was then connected to a test resistor. It was noted that at first the impedance was high, and the ok impedance the next 3 times. The surgeon decided to implant a backup generator, and all impedance was within normal limits. The suspect generator has been received by the manufacturer and is pending completion of product analysis. No additional relevant information to date.